Event description:
It was reported that a 10" (25 cm) smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer was found to have broken during patient use. It was stated in the report that the patient's manifold malfunctioned. The luer lock at the "tail" of the manifold separated from the blue clave with a portion of the blue clave broken off within the luer lock. The manifold could not be reattached. This event resulted in the abrupt discontinuation of several continuous medications being delivered into the patient's neonatal peripherally inserted central catheters (neopicc). The critically ill patient was at risk of clotting the neopicc.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One used list# am6109, 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. Blood residuals observed in received one used list# am6109. Clave observed to be separated from 6-port nano clave manifold. No other physical damage or anomalies observed. Viewed bond under uv light, noticed sufficient coverage of adhesive fluoresce from uv light. Confirmed customer complaint of luer lock at the "tail" of manifold separated from blue clave with a portion of the blue clave broken off within the luer lock, probable cause, unintentional bending force.